Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011, interrogation of the pulse generator was intermittent and incomplete. On (B)(6) 2011, the device was explanted and replaced.